Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had bubbling and cracking on the front screen.. The customer's blood glucose was unknown at the time of incident. Customer also stated that the screen of the insulin pump was harder to see and had to turn light on to view the insulin pump. Customer reported that the insulin pump received multiple no delivery alarm. The insulin pump will not be returned for analysis.